Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for the failure was isolated to a defective components on the distribution node pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged belt.